Event description:
It was reported that the device saw ectopy, possible junctional rhythm, atrial beats falling into blanking periods causing functional undersensing, and ventricular undersensing. Technical services (ts) was contacted, and ts discussed programming options. The patient reported feeling strange sensations. The device and leads remain in service. No adverse patient effects were reported.